Manufacturer narrative:
The event was reported via medwatch report #mw5064299. No device, no medical records, and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and eight months post vena cava filter deployment, during a scheduled retrieval, a great deal of force was said to have been applied in an attempt to retrieve the filter and the patient allegedly experienced pain. After several unsuccessful attempts to remove the filter, the health care provider (hcp) decided to leave the filter implanted. It was further reported that the hcp identified a detached leg in the right renal vein. A CT scan later demonstrated that the leg migrated to the left atrium; therefore, the patient was rushed to the ER where it was identified that the limb had moved out of the heart and into the pericardium. An emergency thoracotomy was performed to successfully retrieve the detached filter leg. The patient was discharged two days later and was reported to be doing well post procedure.

Manufacturer narrative:
The event was reported via medwatch report #mw5064299. The vena cava was filter was captured and retrieved with a reported explant date of (B)(6) 2016. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a detached filter arm was identified at the level of l2-l3 of the lumbar spine post filter deployment, can be confirmed. Based on the images provided, successful removal of the detached filter arm, post filter retrieval cannot be confirmed. Based on the images provided, metal artifact was cause from an underwire bra and clips can be confirmed. Based on the images provided, the metal artifact identified in the CT scans were demonstrated on the sagittal plane at the level of the base of the lungs, the metal artifact appeared to transcend across the sagittal plane, can be confirmed. Based on the images provided, it cannot be determined if the metal artifact was demonstrated in the heart or if a linear metallic foreign body was in the heart. Conclusion: the device was not returned for evaluation. Medical records were not provided for review. Images were provided, however the images did not provide a clear image of the alleged detached filter limb in the heart that led to the emergency thoracotomy. However, one detached filter limb can be confirmed in the region of the l2-l3 of the lumbar spine. The investigation was inconclusive for difficulties in removing the filter. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years and eight months post vena cava filter deployment, during a scheduled retrieval, a great deal of force was said to have been applied in an attempt to retrieve the filter and the patient allegedly experienced pain. After several unsuccessful attempts to remove the filter, the health care provider (hcp) decided to leave the filter implanted. It was further reported that the hcp identified a detached leg in the right renal vein. A CT scan later demonstrated that the leg migrated to the left atrium; therefore, the patient was rushed to the ER where it was identified that the limb had moved out of the heart and into the pericardium. An emergency thoracotomy was performed to successfully retrieve the detached filter leg. The patient was discharged two days later and was reported to be doing well post procedure.